Manufacturer narrative:
Product has reached destination and analysis is yet to begin. A follow- up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a cage for an anterior fusion. It was reported that the cage did not extend even though the inserter was used or not used in operating field. Right after the box of implant product was opened, when the operation of the cage was checked before using, it was unable to be extended. Even though it was connected to inserter, the situation was not improved, the set screw was loosened but the situation was not improved. Therefore, a new product was opened to cope with the problem, the operation was completed without problems. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. The pre-op diagnosis was l2 spinal compression fracture. Subtotal removal occurred at l2. There was no treatment, or additional surgery performed/ revision surgery/ in-patient hospitalization or prolongation of existing hospitalization necessary/ delay in overall procedure time as a result of this event. The device was never implanted. It is unknown if patient achieved solid fusion. No health damage in the patient was reported. The product was replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part#: 436120c, lot#: ca19k123: visual and optical inspection did not reveal any damage to the teeth of the cage. Functional test with a sample inserter confirmed the centerpiece would not open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA: 471462. H6: updated patient code, eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.